Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel disfunction. It was reported that the reason for call was the caller asking about MRI eligibility. The patient mentioned they had fallen and the neurostimulator got damaged. The patient stated they weren't feeling stimulation anymore. They said it stopped working and maybe a wire was broken. They also stated, "I need MRI due to small fracture." The fall happened on (B)(6) 2026. The agent reviewed MRI eligibility and assisted them on how to place into MRI mode. The patient had not yet had their implanted system checked yet and had an appointment to see someone next week.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.